Event description:
The digital rad room would not move from scout position to start position for volume rad tomo. Tech could manually move the collimator where it was stuck. Once moved, the rad tech could perform the procedure. However, there were times when evening moving the collimator manually couldn't rectify the situation. This cause staff to do a CT scan which was not the ideal solution.====================== manufacturer response for digital rad room, (brand not provided) (per site reporter)======================mfg performed inspection and provided the following feedback,"found that the glue holding the wear strip onto rail had squeezed out.this is caused a small dent when xt is moved over the spot. Spoke with customer and confirmed with them that the wear strip should be replaced." Mfg documented it as a quality improvement opportunity.